Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to run the detect and treat test) has been confirmed. As received, the belt failed incoming testing. Upon eval, severed cable between the distribution node and the ECG 'b.' The cause of the test failure is the severed cable. The root cause of the severed cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to run the detect and treat test.